Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2005 at l5/s1. Patient reported having continued pain. A revision was performed in august 2008 after x-ray revealed device migration. The charite was removed and the patient fused. Patient claims to have continuing pain, as a result of these events.

Manufacturer narrative:
Little information is known at this time. If additional information is reported, this complaint file shall be updated. At this time no connection can be made between the reported event and any shortcoming of the device.